Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds0109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package was opened, the catheter inside was found broken. No other information was provided.

Event description:
It was reported that after the package was opened, the catheter inside was found broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation of the photograph showed the catheter was broken between the 14 cm and 15 cm depth markers. No obvious use residue could be seen on the catheter in the returned photograph. The detached distal segment of the catheter was observed to not be on the stiffening stylet and was observed to be somewhat rippled along its length. No detail of the break sites could be seen in the returned photograph. While the break in the catheter can be confirmed from the returned photograph, inspection of the photograph was insufficient to identify the root cause of the break. Possible causes of a broken catheter include excessive tensile (pulling) force and sharp instrument damage.